Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 36-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp and ECMO support ongoing when there was cardiac tamponade. The team was unsure of the cause/etiology of the bleeding effusion. The bleed was due to either the CPR, intervention, and/or anticoagulation. The impella was successfully explanted eight days after original implant.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Impella was removed to reduce heparin dose as the patient was prone to bleeding. The cause of thrombocytopenia was due to patient condition related.